Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 3 controller board was bad. A field service engineer replaced bad controller board to resolve the issue, rebooted the station, final test performed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, device was not detected on bus. User recovered the drawer failure but control board on the back lights were not on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.